Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the set wouldn't infuse. Checked tubing placement in cassette and tried again and infused but then started dripping once infusion had been stopped. Originally came to biomed shop with error of -not infusing- which was confirmed. Tested pump with a known good admin set without issues and pump was within mfg specs. Several pumps are in shop to be tested with the same reported failures. All, so far, have passed without any issues. No patient injury was reported.